Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1241;stem was explanted and replaced due to endocarditis. No further patient complications have been reported as a result of this event.